Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 23 mm 3000tfx aortic pericardial valve implanted 12 years, one month, underwent transcatheter valve-in-valve procedure due to stenosis and regurgitation. A 23 mm 9600tfx valve was implanted inside the failing 23 mm valve with excellent outcome.

Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve implanted 12 years, one month, underwent transcatheter valve-in-valve procedure due to stenosis and regurgitation. A 23mm valve was implanted inside the failing 23mm valve with excellent outcome. Immediate assessment with tee showed trace perivalvular aortic regurgitation.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve implanted 12 years, one month, underwent transcatheter valve-in-valve procedure due to senile calcific stenosis and regurgitation. A 23mm valve was implanted inside the failing 23mm valve with excellent outcome. Immediate assessment with tee showed trace perivalvular aortic regurgitation. The patient was discharged home on pod #2 in stable condition.